Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a follow up and multiple episodes of noise were noted stored in the segm directory. The patient would be monitored.